Manufacturer narrative:
No similar complaints have been recorded for c10bi25, lot: 2395.

Event description:
Office manager reported a bi vial exploded as an assistant removed it from the incubator. The vial was cold. Pieces of glass scratched her face.